Manufacturer narrative:
Concomitant medical products: 250ml hospira bag ndc (B)(4), lot number 87-070-jt, exp: 1-mar-2020, 0.9% sodium chloride. The customer¿s report that the tubing separated and leaked at the lower fitment was confirmed. Visual inspection of the set showed that the pvc tubing was completely detached from the lower fitment. Further inspection under magnification showed insufficient solvent at the tubing engagement. Functional testing was not performed due to the obvious separation. The root cause of the tubing separating and leaking is insufficient solvent being applied at the engagement of the tubing.

Event description:
The customer reported that the tubing separated and leaked below the lower fitment when infusing saline. There was no report of patient harm.